Event description:
It was reported that the pump unexpectedly shut off. Customer plugged pump into a power source in order to turn it back on. Customer's blood glucose (bg) was 20 mmol/l. Customer administered insulin injections to resolve bg. No troubleshooting was performed as customer reverted to using an alternate method of insulin therapy.